Event description:
Analysis of the lead was completed on 02/29/2016. A break was identified in both the positive and the negative lead¿s coils. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. Also, the appearance of the positive coil suggests a stress-induced fracture (fatigue) occurred in at least two strands of the quadfilar coil. A secondary stress-fissure was noted in one strand at the positive coil broken mate end. Scanning electron microscopy images of the negative coil, suggest a stress-induced fracture occurred in at least two strands of the quadfilar coil. Due to pitting, mechanical distortion (smoothed surfaces) and/or surface contamination the fracture mechanism of other strands cannot be ascertained. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
The explanted generator and lead were received for analysis. Analysis of the generator was completed on (B)(6) 2016. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Manufacturer narrative:
.

Event description:
During generator replacement due to battery depletion, high impedance was observed (>10,000 ohms). It was reported that once the new generator was attached to the lead the high impedance was observed. Troubleshooting was performed which did not resolve the high impedance. The surgeon then explanted the lead and then identified a break in the lead. The explanted generator and lead have not been received for analysis to date.